Event description:
It was reported that the right atrial lead had prolapsed into the coronary sinus. Infection was also reported. The lead was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.